Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The report of a pump stoppage was confirmed based on the evaluation of the submitted log files. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. Multiple requests were made to the customer for additional information, but no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: section patient identifier, age or date of birth, weight, UDI # was reported incorrectly in the follow up report. UDI should be (B)(4) as was reported in the initial report.

Manufacturer narrative:
The patient's weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years, 3 months and 19 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient awoke with a slight amount of chest pain after falling asleep with the vad system connected to batteries to a vad with no alarms, lights or battery power. The patient immediately inserted 2 new batteries and the vad system powered back on and patient proceeded on with day. The patient did not notify the vad clinician of the event until the following day. The manufacturer's technical service representative reviewed the submitted log files and observed a pump stop on 02 aug 2018 starting at 7:37:34 that was due to the depletion of the external 14v lithium batteries and depletion of the system controller's internal battery. The clock reset at time of pump stop and therefore unable to determine how long the pump was actually off for. There were no other unusual events seen within the log files. No additional information was provided.